Event description:
Additional information was received from a healthcare professional (hcp) via a manufacture representative (rep). It was noted that the settings were cut 1 and coag 8. It was reported the handpiece was activated near the tonsil forceps. It was noted the cause of the fire was not determined and it was related to the generator and handpiece. It was noted the interventions need to treat the patient¿s burns was not available. It was noted the patient had been discharged from the hospital. It was noted the information was confirmed with the physician/account. Additional information was received from the healthcare professional (hcp) via the manufacture representative (rep). It was reported the degree of the burns was confidential information of the hospital. It was noted the number of liters of oxygen the patient was on was confidential to the hospital. It also noted that if the hcp noticed any damage or leaking around endotracheal tube prior to the flame/fire was confidential to the hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: complaint not confirmed. Analysis found that outputs were within specification for cut 6-10 and coag 6-10 when testing with an tna device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacture representative (rep) regarding a generator and a handpiece. It was reported that during a tonsillectomy there was a fire from the plasmablade and the patient suffered serious burns due to the fire in his mouth. It was noted the fire burned the patient¿s mouth and endrotrachealtube. It was noted the cause of the fire was still be determined. It was noted the patient was alive with injuries at the time of the report.